Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that a patient could not use his inflatable penile prosthesis (ipp). It was noted that there was "water in the reservoir" and when the device was pumped, the "water" cannot flow into the cylinders. This is a non-surgical and trouble shooting for this patient's device issues was requested. The regional marketing manager has sent troubleshooting techniques via email to this representative that can be shared with the physician.